Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a high shock lead impedance measurement. This lead was checked during a subsequent follow-up. The shock impedance measurements have been stable and centered around 100 ohms and all other measurements were within range. The patient was fine and did not report any adverse effects, so the physician decided to continue to monitor the patient with a remote monitoring system. The lead remains implanted at this time.

Event description:
During a recent follow up a single high out of range shock impedance measurement was noted. No noise was reproduced. An earlier follow up was scheduled to monitor the patient. An inquiry regarding the root cause of the issue was requested. The patient was not pacemaker dependent. The system remains implanted.

Event description:
A review by (B)(4) technical services (ts) there lead impedance trend is typically stable with some normal variations that can be expected due to 21 hour measurements and the low amplitude signals used for the test for both leads. Ts agreed on a conservative approach to keep the patient closely monitored via remove monitoring system. Discussed performing a max energy shock. In a case of calcification slight impedance change would be seen. At this time the system remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.